Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, that the patient presented to the hospital with significant inflammation over the device site. Testing was performed, and confirmed there was an infection, and therefore the entire system was explanted.